Manufacturer narrative:
The patient's attorney did not allege a specific device failure or patient injury directly related to the davol perfix plug. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Based on the information medical records provided at this time, it is unclear if the davol mesh may have caused or contributed to the issues experienced after implant as the patient has a history significant for post-void residual prior to the placement of the davol mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2006 - the patient was diagnosed with urinary incontinence and underwent cystocele and rectocele repair with placement of an unknown transobturator sling. No operative details were provided for this procedure. On (B)(6) 2007 - the patient underwent revision of the previously placed unknown tot sling and placement of a "3cm" piece of the davol perfix plug to create an "extension bridge" within the previous unknown tot sling. On (B)(6) 2007 - patient had been diagnosed with probable neurogenic bladder as she continued to experience higher than normal post-void residual. The patient underwent placement of an interstim device. On (B)(6) 2007 - the patient underwent revision of the interstim placement with change of the device lead placement from the left side to the right side.